Event description:
It was reported that a pump declared a cartridge change error during a cartridge change. There was no adverse impact to the customer¿s blood glucose level. The caller was able to successfully load the cartridge onto the pump and resume insulin delivery using the same cartridge.